Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the nurse had used their control equipment at the patient's MRI last week to place the stimulator into MRI mode, and ever since then, the patient said they were "peeing their brains out." They requested assistance to use the handheld equipment, stating they were (B)(6) years old and could not even use an iphone. They were worked with to use their control equipment to sync, and they reported stimulation was on program 4 at 1.0 volts. General system information was reviewed, and they were assisted to increase stimulation from 1.0 volts to 1.1 volts on program 4. They felt the "shock" in their vagina area, but the feeling went away; they said they normally felt stimulation when an adjustment was made, but that normally went away. They planned to monitor their symptom results and contact their doctor to report their s ymptom results and discuss next steps. They mentioned this was the third time they, "have called, everyone is always so nice you people are wonderful." The patient's relevant medical history included that they had to get their prior system (that was perfect) replaced so they could get the MRI compatible system because they had a terrible back injury (no allegation related to device/therapy), and needed an MRI. They also mentioned they go to physical therapy and that they wear absorbent, disposable underwear. They were redirected to follow up with their healthcare provider to further address the issue.